Event description:
A male patient, who previously used renu with moisture loc multi-purpose solution for two years, reported that he has experienced recurring corneal ulcers and "temporary blindness" since 2005. According to medical records received, the patient presented to an emergency room (ER) in the same month with eye pain, photophobia, redness, amitting, and a foreign body sensation in his left eye. The patient stated that the irritation began on two days earlier. He thought that he may have gotten sawdust in his eye while at work. He was diagnosed with a corneal abrasion and a corneal ulcer. The patient was given alcaine drops and vigamox to use in the left eye and perocet. He was also advised to see an ophthalmologist the following day. The patient followed up with the ophthalmologist and was diagnosed with an ulcer within 4mm of the central cornea. The ulcer was presumed infectious; however, no culture was performed. The ulcer did not penetrate bowman's membrane. A residual scar was also noted within 4mm of the central cornea. Vancomycin and tobramycin were prescribed. The ophthalmologist was unable to determine any permanent decrease in visual acuity because the patient was non-compliant with his follow-up visits. The patient told this physician's office that he was being followed by another doctor. The patient then reported that within 24 hours following his visit to the ophthalmologist, he was diagnosed with a possible fungal infection. He was admitted to the hospital for one night. Cultures were taken and the results were negative for a fungal infection. The patient was prescribed ancef and tobramycin. Lastly, the patient was seen by another physician (unknown date). The patient reported that he was prescribed atropine sulfate bid, cosopt bid, pred forte bid, alphagan p tid od, polymyxin b qd, and ibuprofen 800mg prn. The patient stated that his recurring condition also occurs in his right eye. He continues to use the same treatment.

Manufacturer narrative:
A technical investigation of the complaint sample concluded that polymer jr and alexidine hc1 were out of specification. Additionally, the chromatogram contained uncharacteristic peaks. In addition, the top of the complaint bottle and cap were very dirty. There was also a non-specific pink label around the bottle. Although this complaint is unrelated, bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.